Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly, the customer's non-tandem continuous glucose monitor was not available due to a user error; however it was not provided how this contributed to the reported event. The customer declined to provide additional information regarding the reported issue.